Event description:
It was reported that the blood clotted at the filter in the reservoir, then it could not deliver the blood to the blood bag. The clotted blood was discarded.

Manufacturer narrative:
The cbcii product family is used as a closed blood recovery sys used post-operatively to collect, filter, and allow for reinfusion of autologous blood. The unit was discarded by the account and the lot number was not provided to the manufacturer. Therefore, the root cause for the claimed condition (coagulated blood) could not be confirmed.